Manufacturer narrative:
Additional product code: fmf investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the patient's chart by the distributor on 3/1/2016, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The blood was processed and the bmac product was administered to the patient on (B)(6) 2016. There were no reported effects on the patient. The error was not discovered until chart review days later. The customer declined to provide the patient's age and weight. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Correction: terumo bct followed-up with the distributor and provided the IFU for the harvest disposable set. The IFU states the significance of symbols that indicate the expiration dates.

Manufacturer narrative:
Investigation: all product manufactured for this lot passed quality labs and sterilization requirements. Based on the information provided, use of expired product was confirmed. The disposable set was unavailable for return for analysis. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. Root cause: a definitive root cause could not be identified, as it could not be determined why expired product was available at the customer site. It is possible that the outer kit packaging was discarded, prior to use, which contained the correct kit expiry information, based on the shortest component expiration date. As a result, the customer should review individual component expiry labeling to ensure usage prior to expired dates.